Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was misalignment of the r1 probe. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.

Event description:
Two falsely elevated troponin I results of 3.40 and 3.60 ng/ml were obtained on two pt samples. The results were not reported to the physician. The samples were retested on the same analyzer and results of 0.00 and 0.00 ug/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the r1 probe.